Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. This type of event is not occurring at a rate above expected frequency. No remedial action will be taken. No further complications have been reported. Current info is insufficient to permit a void conclusion as to the cause of the event. Evaluation of device in process but not yet complete. This repot filed on (B)(4) 2004. Additional info from user facility report: (B)(6).

Event description:
It was reported that during arthroscopic knee procedure performed on (B)(6) 2004, tip of cannulated screwdriver broke off inside of hex portion of screw and remains implanted in pt. Additional info from user facility: revision acl reconstruction left knee. While attempting to remove "old screw". Cannulated screwdriver brought in by sales rep (arthnotek) was inserted into the screw, surgeon tapped screwdriver with a mallet - tip of screwdriver broke off inside of old screw - was unable to remove old screw and broken off tip of screwdriver.